Manufacturer narrative:
A specific root cause could not be identified. Possible reasons might be bubbles or foam on sample surface, sample tube was not placed straight, bubbles or foam on reagent surface due to mixer issues, or old pinch tubing. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. The provided calibration and qc data did not indicate any issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample. The customer used cobas e 411 immunoassay analyzer serial number (B)(4). The initial result was 0.06 ng/ml and was reported outside of the laboratory. The doctor questioned the result so the customer repeated the sample on another analyzer and the result was 4.24 ng/ml. The sample was then repeated on the original analyzer with a new reagent pack of the same lot and the result was 4.33 ng/ml. The repeat results were believed to be correct. The patient was not adversely affected. The customer believed this issue may be due to the fact that the initial testing was performed on the last test in the reagent pack. Other samples tested prior to and after this sample were repeated and the results compared well. The field service representative could not find a cause. He checked the instrument and ran performance testing, operational, and mechanical checks which all passed. The customer ran calibration and controls with all results within specifications.